Manufacturer narrative:
(B)(4). Batch # r5948c. Investigation summary the analysis found that one ec45a device was returned with no apparent damage and with a gst45b cartridge loaded on the device. The cartridge was received unfired. Upon further inspection of the reload, the one-piece sled was found damaged. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy, stapler was hard to close when going to place down trocar, then stapler had difficulty opening. The stapler was not fired as the surgeon did not feel comfortable with the opening and closing of the device. A new stapler was opened to complete the case. There were no patient consequences reported.